Event description:
Ventilator went "inop" while pt on it, reset and worked fine. This occurred without warning and no alarms other than "inop" sounded. Vent was switched out and checked by bio-med with existing circuit in place. Ran self-test two times and could not recreate situation. Returned to service. Pt was ventilator-dependent.